Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI). After the procedure, the pacemaker was switched to non-MRI mode. The device was able to communicate using wand telemetry but radio frequency (rf) telemetry was unable to restored. The physician made several attempts to restore rf telemetry but was unsuccessful. The patient remained stable and will continue to be monitored.